Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that it takes the patient hours to recharge their implantable neurostimulator (ins), and they can only get it to charge a quarter full. Poor coupling with recharging was noted, as was taking too long to recharge. The rep indicated that the patient fell last summer and broke both feet. The rep was unsure when the patient started having recharging issues. When the rep interrogated the implant on the day of the report, the ins was found to be in discharge. It was noted that the patient and healthcare provider have decided that the implant will be replaced, and a new ins location will be selected. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient will have their device replaced on (B)(6) 2018. The rep stated that the cause of the poor coupling, charging for too long, and ins not charging past a quarter was not determined. However, the patient stated that they had lost weight. The patient¿s weight at the time of the event is unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient¿s ins was removed and replaced with a new ins. The lead was left implanted. No further complications were reported or anticipated.